Event description:
It was reported that the patient presented remotely via merlin.net. Transmission review revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.